Event description:
It was reported that the patient is not receiving effective stimulation due to auto-reducing. Additionally, diagnostics identified invalid impedance measurements. Reprogramming attempts did not provide resolution. In turn, the patient underwent surgical intervention to explant and replace the lead to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.